Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited intermittent noise which was over sensed. The over sensed noise caused inappropriate mode switch and intermittently inhibited the atrial output. The atrial lead will continue to be monitored. The patient was stable throughout.